Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17877066. Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17877066. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 17925217. Product family: scs-splitters. Upn: sc-3400-30. Model: m365sc3400300. Serial: (B)(6). Batch: 17806700.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties and high impedances with their implantable pulse generator (ipg). The patient underwent a revision procedure where their scs system was explanted and replaced. Additional information was received that the patient experienced loss of therapy. Following the revision procedure, the patient was doing well post-operative. The devices were discarded by the facility and were not returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: unk . Model: unk. Serial: unk. Batch: unk.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties and high impedances with their implantable pulse generator (ipg). The patient underwent a revision procedure where their scs system was explanted and replaced.